Event description:
The ventilator was connected to the pt. The customer reports the ventilator began to smoke. The pt was removed from the ventilator and placed on another ventilator. There was no pt injury.